Event description:
It was reported that asymptomatic patient presented in clinic for follow up with post paced t-wave oversensing exhibited on ventricular lead. Upon review of stored electrograms, it was noted that there was no therapy delivered during oversensing episodes. Suggested programming changes were made during device check and will be discussed with clinician.